Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a stomach resection, the device had poor staple formation that resulted to staple line bleeding. Surgeon had to change reload and resect and re-staple.